Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported by an attorney that the patient underwent a pituitary tumor removal procedure in 1996 and suture was used. In 2014, the patient experienced severe headaches (head pain) specifically concentrated on the right side of forehead and right eye. Patient experienced loss of weight, weakness and fatigue. The patient underwent multiple treatments and hospitalizations. The patient had right carotid artery blockage and had a pacemaker placed. On (B)(6) 2015 the patient had a biopsy which revealed a big mass of aspergillus fungus located in the right side of the brain along with various other infections. Currently the patient is undergoing treatment process with antifungal medications.